Manufacturer narrative:
Approximate age of device ¿ 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported the patient received low speed advisory alarms and "felt flushed." Interrogation of the system controller confirmed five low speed advisory alarms. With the decreased speeds, there were two elevated pump power recorded. There were no pump stoppages reported, and it was reported that the patient was stable. The submitted log file was reviewed by a representative of the manufacturer¿s technical services team, and confirmed the pump speed decelerations. The x-rays were inconclusive. On (B)(6) 2016 it was reported by the implanting center that there were no signs of percutaneous lead damage. The patient was issued an ungrounded power module patient cable as a precaution, and was discharged home. On (B)(6) 2017 it was reported that the patient remained on the ungrounded patient cable and was be seen in the clinic on (B)(6) 2017. No further issues were reported.

Manufacturer narrative:
No product was returned for evaluation. The report of low speed advisory alarms was confirmed per the evaluation of the submitted system controller log file; however, a specific cause for these alarms could not be conclusively determined. The log file captured several low speed advisory events on (B)(6) 2016 while the system was connected to the power module. Power appeared to elevate during these events. Based on previous complaint experience, the captured events appear consistent with a potential driveline issue. The patient remains ongoing on pump support using an ungrounded patient cable with no further reported issues. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.